Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke from the hub and remained in the patient's vein. An x-ray was performed and the broken piece was surgically removed. The event of the catheter breaking from the hub occurred 50 times each in lots 1265884 and 1294587. The following information was provided by the initial reporter: "cannula broken from the hub and went into the subjects vein. Customer had to perform an x ray and intervene surgically to identify and remove the broken cannula portion."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1265884. Medical device expiration date: 30-sep-2024. Device manufacture date: 21-oct-2021. Medical device lot #: 1294587. Medical device expiration date: 31-oct-2024. Device manufacture date: 09-nov-2021. Investigation summary: four photos, two representative samples, and three used samples were received by our quality team for evaluation. From the photos, the team observed a contaminated cannula hub with a broken catheter in a plastic bag, a contaminated broken catheter in a plastic bag, a top web with batch 1294587 next to a cannula hub with a separated catheter (sample was not returned), and an x-ray picture. The two representative samples were subjected to visual inspection, catheter adapter leak testing, and a catheter pull test. The two representative samples passed all inspection and testing. The three used samples were subjected to visual inspection. The safety grip assembly, cannula hub, and broken catheter are returned in a plastic bag. From the first two samples, a clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The third sample shows a cannula hub without a catheter and a catheter being pulled out from the cannula hub, respectively. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is broken before use. The probable root cause for the broken catheter could be due to the catheter being cut by a sharp object such as scissors during product removal from the vein. It is stated in the instructions for use ¿do not use scissors at or close to the insertion site.¿ however, as it is not possible to confirm how the product was used and no similar quality notifications have been raised for the reported defect for the past 12 months, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.